Event description:
Material no. 368607, batch no. 8312625. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety shield would not engage on about 5 needles. The following information was provided by the initial reporter: safety shield would not engage on about 5 needles.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 368607, batch no. 8312625. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety shield would not engage on about 5 needles. The following information was provided by the initial reporter: safety shield would not engage on about 5 needles.